Manufacturer narrative:
Occupation = non-healthcare professional. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a procedure to retrieve another manufacturer's inferior vena cava filter using a gunther tulip vena cava filter retrieval set, the hub of the sheath separated from the device. The hub separated while advancing the sheath to collapse the filter. Reportedly, the level of difficulty in retrieving the filter was "nothing unusual". The filter was successfully retrieved and the device was disposed of by the customer. The patient's outcome was described as "routine as expected". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details and outcome has been requested, but is not available at this time.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Original description of event: as reported, during a procedure to retrieve another manufacturer's inferior vena cava filter using a gunther tulip vena cava filter retrieval set, the hub of the sheath separated from the device. The hub separated while advancing the sheath to collapse the filter. Reportedly, the level of difficulty in retrieving the filter was "nothing unusual". The filter was successfully retrieved and the device was disposed of by the customer. The patient's outcome was described as "routine as expected". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a review of the complaint history, documentation, instructions for use (IFU), manufacturing instructions, and visual inspection of a photo were conducted during the investigation. The visual inspection of a photograph of the complaint device confirmed that the hub had separated from the blue retrieval sheath. A document-based investigation evaluation was performed. A device master record review was performed. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record for non-conformances was not possible due to the lot number not being provided. A complaint search for complaints on the same lot was not possible due to the lot number not being provided. The device history file was reviewed, and risk controls are in place for this failure mode. The information provided upon review of complaint file provides evidence to support that the device was manufactured to specification as there are adequate inspection activities established, and objective evidence that the DHR was fully executed. It was also concluded that there is no evidence that nonconforming product exists in house or in field. The IFU for this device warns that excessive force should not be used to retrieve the filter. Investigation has concluded that based on the information provided, the exact reason for this hub separation to occur during retrieval of an option filter cannot be determined. It should be noted that the günther tulip vena cava filter retrieval set is intended and designed for retrieval of implanted günther tulip and cook celect vena cava filters in patients who no longer require a filter. Also, it is noted that "the larger sheath" was advanced to collapse the filter and if this is the blue retrieval sheath, attempts may have been made to collapse the filter by advancing the sheath and that excessive force may have been a contributing factor. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.